Manufacturer narrative:
The device was not returned; therefore, a physical investigation could not be performed. The review of lhr (lot f1316305) indicated that the device lot met all established performance criteria prior to shipment. Based on the information provided and no returned device for physical investigation, the reported event could not be confirmed and the root cause could not be determined. However, it was reported that a pre-procedure femoral angiogram showed "heavy" presence of pvd/calcium in the vicinity of the access site.

Event description:
It was reported by the aci vascular closure specialist that a female patient underwent a diagnostic coronary procedure on (B)(6) 2013. Access was obtained below the femoral head via a 6f sheath (model unk). A pre-procedure femoral angiogram showed "heavy" presence of pvd/calcium in the vicinity of the access site and the vessel size to be 9mm. Following the procedure, the physician who is in training, selected the mynxgrip vascular closure device 6f/7f to close the access site. It was reported that after the device was deployed the balloon ruptured due to a heavily calcified vessel. The device was removed and manual compression was held for 15 minutes at which time hemostasis was achieved. The patient was ambulated and discharged to home the same day with no clinical sequela noted.